Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2013 and tvt-exact was implanted. It was reported that following insertion the patient experienced pelvic abscess, infection, and uti. It was reported that patient underwent excision of mesh on (B)(6) 2016 by dr. (B)(6) at (B)(6). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) additional surgical intervention. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on an undisclosed date and mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.